Event description:
IV bag had 200 ml of fluid and medication in it. The IV bag was hooked up to the alaris pump. When the IV bag was empty, the pump said it had 147ml left. Also the pump was set at 25 ml/hour which would have taken 8 hours to infuse but it infused within 3 hours and 10 minutes.